Manufacturer narrative:
Patient date of birth and weight entered.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. After replacing the clogged pneumatic filter the simulated treatment was performed and completely without failures. The device passed mushroom head check.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the error message: make sure heater bag is on heater tray. The patient also reported that the cycler is not filling him properly. The patient also stated that when treatment was cancelled this morning, there was fluid leaking from the cassette chamber. The patient stated he did not notice the fluid inside of the cycler, but the cassette was leaking. The cassette product has been discarded. The cycler will be replaced.